Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an ercp procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during preparation, it was noticed that the seal of the inside packaging of the device was broken. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.